Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a programming error occurred during a dilaudid infusion in which the patient received more medication than expected. The hospital policy is to use a key which is kept in a locked medication cabinet to make changes to the pca programming. The nurse used a code to make changes without use of the key. The dilaudid was changed from 0.1 mg to 0.3 mg/hr, and infused at the 0.3 mg/hr rate for a total of 6 hours before the event was discovered at which time the rate was returned to the previous 0.1 mg/hr setting. No patient harm was reported to have occurred due to the event, and the devices were not sequestered for further investigation.